Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. The most probable cause of the complaint was cause not established, based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the r-unit section was broken and therefore the image quality was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a vision defect. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.